Manufacturer narrative:
(B)(4). No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, after insertion of the pigtail catheter, the patient¿s blood pressure began to decrease. The medtronic guidewire was inserted, but the physician waited for the blood pressure (60/40 mmhg) to rise before introducing the valve. Medication was administered. Prior to insertion of the delivery catheter system (dcs), the guidewire was noted to be out of the ventricle. The guidewire was repositioned via the pigtail catheter, the 16 french (fr) non-medtronic sheath was removed from the left femoral artery, and the 16 fr dcs was inserted over the guidewire without issue. The valve was deployed to 80% with forward pressure applied to the guidewire to move the valve to a more aortic position. Computed tomography (CT) showed the valve to be deep, 6-7mm on the non-coronary cusp (ncc) and 8-9mm on the left coronary cusp (lcc), and a new bundle branch block was noted. The valve was recaptured and redeployed a second time, for better positioning, but it was at a similar depth to the first attempt. The physician recaptured the valve a second time and the blood pressure decreased. An echocardiogram showed a large pericardial effusion. Cardiopulmonary resuscitation (CPR) was initiated and a pericardiocentesis was performed which temporarily resolved the effusion, but it quickly returned. The physician chose to perform an open pericardial window. Inside the pericardium, two linear-type tears were noted in the left ventricle. The patient was placed on cardiopulmonary bypass (cpb), the left ventricle was patched, and a surgical aortic valve replacement was completed. Upon withdrawal from cpb, bleeding was noted in areas of the left ventricle and the patient became hemodynamically unstable. Despite these efforts, the patient died as a result of the perforation. Per the physician the specific cause of the perforation is not known, but it is suspected to be caused by the guidewire. It was reported that the left ventricle was small with possible hypertrophy and amyloidosis.